Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2019; 6725 adaptor (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in clinic for a hematoma and dehiscence of the incision. The patient also had a pocket infection. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.